Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an infusion set kinked cannula. Blood glucose (bg) level was impacted (450 mg/dl) and was addressed by inserting a new infusion set. Customer could not provide infusion set information.